Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Two photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture the extensions of one catheter are seen and one of them was observed to be broken (arterial). Additionally, the clamp of both extensions was in the closed position. The second image showed the arterial extension was separated into two parts. It appeared this was caused by a cut. The sample showed signs of use. One used sample was received also for analysis and investigation. Visual inspection of the sample revealed a cut approximately half of the extension, the cut was magnified and this evaluation shows an irregular cut in the tubing. Based on a fishbone diagram, the possible causes were identified. The reported condition has been confirmed. Based on the available information and the results of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure. The most probable root cause can be considered as misuse; the reported condition was more likely damaged during use caused due to the use of strong cleaning agents, excessive force, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or trigger were identified and there was no harm reported. No further corrective and preventive actions (CAPA) are deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the extension on the red side detached from the point of the clamp and the blue extension was unable to return to original position after the clamp was released.

Manufacturer narrative:
Submit date: 21/apr/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the extension on the red side detached from the point of the clamp and the blue extension was unable to return to original position after the clamp was released.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.